Manufacturer narrative:
The actual device was returned to the manufacturing facility and evaluated. Visual inspection upon receipt did not find any anomaly in the visual appearance. The blood pathway was rinsed with saline solution and visual-inspected. A slight amount of thrombus was found to have been formed in the bottom area. It cannot be determined when thrombus had is formed, whether during use or during transportation back to ashitaka factory. The actual device was fixed with glutaraldehyde solution and the housing component was removed for further inspection of the inside of the device. There was no anomaly in the state of the fiber winding. The fiber layer was removed from the winding in increments of 4mm and each layer was subjected to visual inspection. There was no visible thrombus formation. The fiber layers removed from the upper area of the oxygenator were inspected under magnification. The presence of thrombus formation was not revealed on the surface of the fiber. The outer cylinder was removed and the inside the heat exchanger module was subjected to visual inspection. No visible thrombus formation was found on it. The outer cylinder was removed and the inside the heat exchanger module was subjected to visual and magnifying inspections. White thrombus was found to have formed between the grooves. Electron microscopic inspection of the fiber on each layer on the upper area revealed the adhesion of red and white cells and blood platelets on it. The actual device was performance tested, with the state upon receipt being kept, was built into a circuit with tubes. Saline solution was circulated in it and the pressure drop was determined at each flow rate. It is not known, however, when the pressure drop came to be higher than normal as the actual device was returned to the factory with having blood inside it and this may have affected the actual device during transportation and led to the higher pressure drop. The involved perfusion record was reviewed and determined that the pressure increased when the patient's arterial blood pressure decreased. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been previously reported. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the available information and the appearance of the involved sample it is likely that cold agglutination occurred while the patient's blood was being cooled down. This led the accumulation of the blood components, such as blood platelet, resulting in the reported increase in the pressure before the oxygenator. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported a pressure increased during extracorporeal circulation, on a cx rx05 device. Follow up information from the user facility reported the following: a fontan operation was being conducted; as the operation was simple and expected to finish in a short period, the dr. Decided to continue the operation with no measure against the pressure increase; the operation was completed successfully; and there was no harm to the patient.